Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component and applied another to complete the procedure. The hosp has reported no injury occurred.